Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h10 . Further received information determined that the proper manufacturing site for the product needs to be updated. This tree will be voided and a new one created with the proper site, under MFR 3006108336. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, the drill tip fractured and was retained by the patient. The implant was successfully implanted, however the procedure was delayed. Attempts to obtain additional information have been made; however, no more is available.